Event description:
The manufacturer received information alleging particles in the device and airway. The patient reports the filters are dirty and the particles are in the tubing/chamber. The device has been retrieved from the patient. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.